Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. H3 other text : device remains implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft and an afx vela suprarenal to treat a fusiform aortic aneurysm. During this initial procedure an angiography showed the stagnation of contrast media at the neck, however no endoleak was observed and the procedure was completed. Approximately five (5) years post initial procedure, during a routine follow up, an angiography showed the junction between the afx2 bifurcated stent graft and an afx vela suprarenal was about to be separated. The physician examined the patient and found that the afx and the vela on the side of the greater curvature were not overlapped. The aneurysm had shrunk 10mm or more since the initial procedure, but the physician decided there was still a possibility of aneurysm enlargement and scheduled an intervention for early 2025.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type iiia endoleak of the main body and suprarenal cuff complaint is confirmed. This is consistent with the reported adverse event/incident. The complaint is most likely anatomy related. There was lengthening of the aorta over time which is aortic remodeling. This likely contributed to the reported type iiia endoleak. Procedure related harms could not be determined. The final patient status was reported as pending intervention in early (B)(6) 2025. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: h6: result code: remove code 3233. H6: conclusion code: remove code 11.